Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be normal. It was noted that during seating the force sensor did not detect the reservoir. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The insulin pump had cracked battery tube threads.